Event description:
It was reported the programmer is not functioning. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the programmer would not power on, the power supply was out of electrical specification. It was also noted that the left keyboard hinge was broken. (B)(4).